Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that an 0x12 low voltage detection alarm had been generated by the pod during the second priming sequence. This alarm prevented the pod from completing activation and deploying as intended. Inspection of the pod found no damages or manufacturing deficiencies that would result in a hazard alarm. The battery voltages were measured to be and expected voltage and the shelf mode current was measured to be within specification, indicating an intermittent low voltage detection. The exact cause of the low voltage detection and subsequent alarm could not be determined.

Event description:
A patient reports while activating a pod the cannula had not deployed and the pods pink slide failed to move forward. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.